Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned cpr4 head was tested, and the reported behavior was confirmed, as it was impossible to perform device interrogations using the head. - the observed issue could have resulted from a mechanical shock, which led to the displacement of the antenna inside the cpr4 housing. - the antenna was repositioned, and correct functioning of the head was restored. - this case is recorded for trending purposes.

Event description:
Reportedly, the cpr4 head does not function, as the white light is on but the blue light remains off, making it impossible to perform device interrogations.